Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported prior to use she noticed a tampon string was short because part of it was broken off and inside the wrapper. She decided to use the tampon. After use, she confirmed she was able to successfully use the string for removal of the tampon from her vaginal cavity. She did not experience any adverse health effects or have a need for medical attention.